Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation, the metal switch was missing from the rear response button. The root cause for the damaged response button could not be positively identified, but was likely physical abuse. No adverse event resulted from the damaged monitor response button. The pt received a replacement monitor.

Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's response buttons weren't activating the monitor. The pt was issued a replacement monitor.